Event description:
Before the iab was inserted into the pt. The balloon looked to be kinked. During insertion, the iab would not inflate. When the iab was removed, the balloon was kinked. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: none from the event - reported 4/13/98.) (Pt's current status: unk - rpt'd 4/13/98.)